Event description:
Consumer reported, "I was brushing as usual and the pressure of my cheek against the brush head was strong enough to pop the head off. On the return stroke without the head on the unit with a metal sharp probe, I stuck myself in the face."

Manufacturer narrative:
The head was manufactured at the following location: contact MFR. Trisa (B)(4). The body was manufactured at the following location: hayci ltd., (B)(4). Consumer has not returned product to date, therefore, could not be evaluated and no conclusions could be drawn.